Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by low blood pressure. The patient was hospitalized for the event and treated with unspecified antibiotics (dose, route and frequency not reported). The patient was discharged from the hospital after seven days and eventually recovered from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14a27104 and h14b19067. There were no issues detected during the manufacturing process associated with the reported issue. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.